Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix kugel patch mesh, reference number (B)(4), lot number huuk0059 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix kugel patch mesh, reference number 0010205, lot number huuk0059 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2011- patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel patch. Per operative notes, the facia was noted to be somewhat attenuated and muscular edges were quite distant. A oval composix kugel patch was placed subfascially and secured circumferentially using sutures.¿ (B)(6) 2011 - patient was diagnosed with serous drainage from incision, facial dehiscence with recurrent incisional hernia secondary to broken suture thereby underwent open repair. Per operative notes, ¿the mesh was identified, and the right side of mesh was noted to be avulsed from the fascia due to broken suture, left side of mesh was still in place and the suture was intact. Inflammatory adhesions were freed up and hernia was repaired again using suture, securing again the right side of mesh to fascia. The left side of mesh bolstered with suture.¿ (B)(6) 2011 - patient visited hospital for abdominal pain, hematoma, underwent colonoscopy and found that the hemorrhoid was actively bleeding. (B)(6) 2011 - patient underwent flexible sigmoidoscopy during which revealed ischemic colitis. (B)(6) 2014 - patient visited hospital for abdominal pain due to ischemic colitis and diagnosed with incisional hernia recurrence. (B)(6) 2014 - patient was diagnosed with ischemic sigmoid colon and incarcerated recurrent incisional hernia thereby underwent open repair with the explant of composix kugel mesh. Per operative notes, ¿the abdomen was freed up from wadded up mesh, which collapsed upon itself and failed as a hernia repair, then the mesh was excised. Low anterior resection resecting all the sigmoid colon. The umbilical and primary hernias were repaired. A synthetic mesh was placed as an onlay and sutured in place.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the mesh was found to be wadded up, mesh collapsed upon itself and failed, underwent additional surgery to remove the mesh and hernia repair, permanent and severe scarring and disfigurement.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patient's attorney. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, wound dehiscence, ischemia, hematoma, purulent discharge, inflammation and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hematoma, inflammation and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.